Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was continued with a back-up device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor bearing and motor, which were each replaced along with press plug and other components. Service repaired and returned the device to the customer.